Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp turned down off when they rolled the pump up a ramp. This happened twice. In both cases, they cycled power on the iabp and continued therapy. No patient injury was reported.

Manufacturer narrative:
A company representative observed that the top of the battery box appeared wobbly and bent, causing a poor connection when the box was at an angle. The battery cover (part number 0441-00-0074) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.